Event description:
Pt had a left heart catheterization followed by stent placement. At completion of the procedure a decision was made close to the right femoral arteriotomy with a vasoseal. The right femoral artery sheath was removed after the temporary arteriotomy locator was placed. The wire was advanced and the arteriotomy locator was pulled back as per procedure and resistance was noted. The sheath/tissue dilator assembly and introducer were advanced over the arteriotomy locator when the physician states the locator suddenly came back. The sheath was maintained in place and the tissue dilator and arteriotomy locator were removed. The vasoseal plug was deployed. It was noted that the wire from the arteriotomy locator was missing. Fluoro cines were performed and the wire was noted to be located in pt's tissue in the right groin.